Event description:
A filter placed 8 months ago was found to have a detached leg. The limb is in the vertebral body. This was an incidental finding. The patient is fine.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The filter was not returned for evaluation, as it remains implanted. Based on the information received, it is unk what factors may have contributed to this event. The root cause is unk.